Event description:
It was reported that the patient experienced unspecified issues with an unknown sling. A new artificial urinary sphincter (aus) was implanted.

Event description:
It was reported that the patient experienced recurring incontinence with an unknown sling. A new artificial urinary sphincter (aus) was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.